Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased alinity I total psa result for one patient sample while running on alinity I processing module. The result did not match patient history. The following data was provided: sid (B)(6) processed on (B)(6) 2023 result = 3.68 new patient sample collected 2 weeks later result = 12.2 historical results = 12.43(date unknown) 4.13((B)(6) 2022) 11.55(approx. (B)(6) 2022) there was no impact to patient management reported.

Event description:
The customer observed falsely decreased alinity I total psa result for one patient sample while running on alinity I processing module. The result did not match patient history. The following data was provided: sid (B)(6)processed on 27june2023 result = 3.68 new patient sample collected 2 weeks later result = 12.2 historical results = 12.43(date unknown) 4.13(23sept2022) 11.55(approx. Dec 2022) there was no impact to patient management reported.

Manufacturer narrative:
The customer reported a single false decreased psa result on the alinity I, serial # (B)(6). The alinity pipettor probes (list number 03r96-01) was replaced as instructed by service and deemed the likely cause for the false decreased psa results. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I and alinity pipettor probes (list number 03r96-01) did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I or the alinity pipettor probes (list number 03r96-01), was identified.